Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer was unable to provide value due to not testing. The customer did not provide treatment method but reported treating bg. Additional follow-up by tandem technical support on the reported event was declined by the customer.